Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee pelvic floor repair system on or about (B)(6) 2006 to treat her stress urinary incontinence, pelvic organ prolapse, and rectocele. Plaintiff's attorney alleged plaintiff experienced severe pain during sexual intercourse causing the plaintiff to undergo a second operation on (B)(6) 2006 to repair the mesh. Plaintiff's attorney also alleged plaintiff suffered pain, disability, and other permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.